Manufacturer narrative:
The device was reported to be discarded and will not be returned to the MFR.

Event description:
It was reported that the device produced clips that crossed ¿like the (B)(6).¿ the clips were retrieved. There was no pt injury. The type of procedure being performed was not clear. The device was reported to be discarded. Add¿l info about the device, the procedure and the pt was requested, but no add¿l info was available.